Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that circumstances that le to the patient¿s falls, return of pain, tingling and numbness was falling as the patient had a loss of balance and the patient hit their tail bone two times, which was painful. Steps taken to resolve the reported issues was the patient was going to have an MRI and x-ray to help determine diagnoses to resolve the issue. It was indicated that the issue was not yet resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within the last 3 months the patient has fallen 4 times. Since the last fall which was a couple of weeks ago, the patient feels stim is not working as well to capture pain areas and patient has return of pain, numbness and tingling in their extremities. Caller is from patient's new pcp office and they've only seen the patient one time. The caller was not with the patient. Patient stated they moved and have had pain for a long. Patient stated the ins did not work after they got there. Patient stated they think the stimulator moved. Patient stated they use their walker and cane more and have had pain for about 6 months.